Event description:
It was reported that the patient got a shock for a true ventricular tachycardia. The first shock accelerated the rhythm to ventricular fibrillation. Technical services reviewed the electrograms from the device. Following the shock that induced the ventricular fibrillation, there is significant undersensing which delays therapy. A second shock is eventually delivered after a full minute has elapsed. This shock converts the rhythm for a few seconds, but a third shock is required to eventually convert the arrhythmia completely. The doctor elected to explant and replace both the pulse generator and the electrode. There were no additional adverse patient effects.